Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the patient¿s blood glucose (bg) reached 17.9 mmol/l (322 mg/dl) while wearing the pod between 1 and 4 hours despite corrections boluses of insulin. It was discovered that the pink slide insert did not move into the viewing window when the cannula was deployed, which indicates a failure of the needle mechanism to deploy as intended during activation. It was reported fluid was visible in the pod viewing window. Upon removal, the cannula appeared short and had not inserted as expected. As treatment, a new pod was applied which successfully resolved the hyperglycemia.